Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, while the product was being removed from the box, the cap on top of the fx25 had snapped off and the remaining piece was wedged in and could not be removed. No patient involvement as this occurred out of box.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 8,2016. The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Visual inspection of the returned sample confirmed the damage to the cap on the reservoir. The characteristics of the damage suggest that there was an extreme external force across the cap causing the body to shear off of the port. All reservoirs are 100% inspected in process both during final assembly and the packaging of the product. It is likely that an extreme force was placed on the cap at some point after final release of the product; however, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.